Manufacturer narrative:
Updated data: e. Initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of the transcatheter aortic valve evfxplus-26, the valve kept coming off the backplate and inflow cone of the compression loading system (cls). It was attempted to reload the valve multiple times, but it continued to slide off. Additionally, due to "tired" nitinol, the valve did not expand properly, necessitating a new valve. The same delivery catheter system and cls were used to load the new valve, which was successfully loaded without issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date: non-implantable device product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of the transcatheter aortic valve evfxplus-26, the valve kept coming off the backplate and inflow cone of the compression loading system (cls). It was attempted to reload the valve multiple times, but it continued to slide off. Additionally, due to "tired" nitinol, the valve did not expand properly, necessitating a new valve. The same delivery catheter system and cls were used to load the new valve, which was successfully loaded without issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.